Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high and low blood glucose. Customer's blood glucose was 34 mg/dl and 401 mg/dl. Customer reported that battery cap was broken and was not able to keep a battery in the pump. Was not able to troubleshoot pump. Customer will treat with manual injection. Insulin pump is not expected to return.